Event description:
It was reported that the customer was hospitalized due to high blood glucose. Caller stated that the transmitter malfunctioned, it was given incorrect readings and it may have caused the high blood glucose. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with damaged cow catcher corner. However, the insulin pump passed functional testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.